Manufacturer narrative:
H.6. Investigation summary bd received samples and photos for investigation. No DHR review was conducted. The samples and photos were evaluated and the indicated failure mode for burrs on the holders with the incident lot was observed. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. H3 other text : see section h.10.

Event description:
It was reported that there was a burr on the holder with a bd vacutainer® one-use holder plus. The following information was provided by the initial reporter, translated from japanese to english: customer reported burr on the holder.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: n/a. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a burr on the holder with a bd vacutainer® one-use holder plus. The following information was provided by the initial reporter, translated from (B)(6) to english: customer reported burr on the holder.